Manufacturer narrative:
(B)(4). Events reported in mwr-2210968-2021-00218, 2210968-2021-00220, 2210968-2021-00221. A manufacturing record evaluation was performed for the finished device batch number pl6764, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent plastic surgery on (B)(4) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.